Event description:
It was reported that "it was unable to pace or sense after the catheter was re-inserted". During electrophysiology studies (eps), the catheter was inserted from the femoral vein and it was functioning properly. After the examination the catheter was removed and re-inserted from the internal jugular vein because the patient had atrioventricular block but the catheter would not sense or pace. The customer commented that they did not add any force to the catheter. The catheter was replaced and the problem was solved. No patient injury was reported.

Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation with an attached monoject 1.3cc limited volume syringe. No introducer was returned. Continuity testing found that the proximal electrode had a full open condition. The distal electrode was continuous without any intermittent condition. No short conditions were observed between the proximal and distal electrodes. The catheter was cut down, which revealed that the proximal leadwire was broken 5mm proximal from the electrode. The balloon inflated but did not maintain its inflation and blood was visible on the catheter tube under the balloon. Partial bond detachment was found at the catheter body to the proximal electrode. No visible damage was observed on the returned syringe. Continuity testing was done by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related and other electrodes. Resistance was measured with a digital multimeter. The balloon inflation test was performed using the returned syringe by holding the balloon under water. Visual examinations were performed under microscope at 10x and 20x magnification. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.